Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump emitted an unspecified alarm. No further information was available. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-feb-2018 with the following findings: a review of the pump¿s black box showed the last basal delivery was on 29-oct-2017 prior a pump reboot. The total daily dose added up correctly and reflected the programmed basal rate target. No battery cap was returned; a test battery cap was used during the investigation. During testing, the pump successfully completed the ez-prime steps were performed correctly with no call service alarms occurring. The pump was found to deliver within specification. The complaint was not duplicated during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.